Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment of the tibial peroneal trunk. The device would not deploy. There was no incident to the patient due to the stent not being able to deploy. The device was safely removed, it was intact and was discarded.

Manufacturer narrative:
Additional information another pulsar-18 stent system was successfully used to finalize the intervention. Neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified.